Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see updates to b6, d9, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved the following steps: aspiration of water through the instrument/suction channel with a suction pump, raising and lowering the forceps elevator during aspiration, aspiration done with the suction valve in the 1st and 2nd position, and flushing the air/water channel with air and water using the adapter. The scope passed a leak test and anios was used as a detergent for manual cleaning. The instrument/suction channel, suction cylinder, and instrument channel port were brushed during manual cleaning. The forceps elevator was raised and lowered when submerged in the detergent solution and the forceps elevator was flushed. The distal end was brushed with the channel opening brush and single soft brush and the distal end was flushed with the adapter. Manual disinfection was done using anios twin. The scope was rinsed before disinfection and all channels were flushed and immersed into the disinfectant. Filtered water was used to rinse the scope after disinfection. The concentration and expiration of the disinfectant was controlled, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried using an compressed air and the scope was stored in a simple cabinet. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the bending section cover glue was separated, the biopsy channel had forceps movement, and the charged coupled device unit had peeled off. This event is under investigation. A supplemental report will be submitted upon receiving additional information.